Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap, where the customer reported that the main tubing detaches from the chemo tree which induces a flow of cytotoxic out of the device onto the floor. The customer stated that the chemo tree disconnects on many weldings. The device was changed. The event occurred at 12.30 p.m. There was unknown patient involvement and unknown adverse event/human harm. This is event two of two.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample has been provided; evaluation is not yet complete.

Manufacturer narrative:
A photo was returned showing the set with the tubing separated from the trifurcated connector. Received three (3) used 011-h3394 sets for inspection. Two (2) of the samples were received with the tubing separated and one (1) with the tubing missing. Evaluation of the bonds under uv light showing little to no solvent on each of the bond connections. The tubing and bond pockets were measured and found to have met dimensional specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - device received 4/22/2024.

Event description:
Additional information was received from the customer stating that the event happened during the set-up of an infusion and of the line. The event happened 2 times. There was patient involvement: 2 patients involved. There was a delay in therapy. No need of medical intervention. The leak was cleaned as per the facility protocol. No specific kit. No visible default on the device before use.

Event description:
The event occurred at 2pm.

Manufacturer narrative:
B5 section.